Event description:
Complainant used the tampon product starting on 8/31/93 am without incident until 8/31/93 pm, when she attempted to remove it and it fell apart into approx 3 separate pieces. She initially thought it was a fluke incident, however, when she removed the next tampon on 9/1/93, it disintegrated into many pieces and she only got the tampon string. She was able to remove most of the tampon material, however, to be on the cautious side, she is seeing her dr 9/2/93 am. Complainant's concerns were heightened after the second defective tampon incident on 9/1/93 pm when she began to experience severe cramping, which reportedly has continued on as of her 0815 call to the FDA. Complainant reported returning the partially used (approx 5 tampons used) box to the retail store on 9/1/93.